Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5080279) was received on 29oct2018 with the following information. On (B)(6) 2018, a spark occurred in an unspecified surgery while using the 600317 spatula electrode 5mm 32cm. Additional information was received on 30oct2018 and 02nov2018, stating that the patient was prepped for surgery, and there was no surgical delay. There was no patient injury or harm.

Event description:
N/a

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. Reporting facility did not provide pictures or return the complaint product. Root cause cannot be determined due to the lack of information received to perform a complete investigation. There were no deviations or non-conformances during the inspection process. (B)(4).